Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failure had occurred. The field service engineer confirmed with customer that there is no issue with drawer now. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer was encountered a failure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and managed to get required medication from alternative station. There were no adverse events or injuries reported based on this incident.